Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the etco2 cannot be read. The device will begin to read the etco2 and the etco2 parameter will power off. There was no reported adverse patient impact.